Event description:
When the thorascopic camera port was removed, staff observed that the laparascopic trocar shattered. Surgeon was able to retrieve 2 broken pieces of the port from the thoracic cavity; unable to find 3rd piece(approx 5mm x 1cm). Left hemithorax was thoroughly inspected and piece not found. Chest x-ray negative. Piece not radio-opaque. Piece not located after search in or. Surgeon explained if piece retained, no harm to patient.